Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective hub was found during use with a bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in. The following information was provided by the initial reporter, "IV has a defect at hub, is not able to connect to extension because of defect on IV hub. Has happened with two separate IV's." 2 occurrences were reported.

Event description:
It was reported that defective hub was found during use with a bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in. The following information was provided by the initial reporter. "IV has a defect at hub, is not able to connect to extension because of defect on IV hub. Has happened with two separate IV's." 2 occurrences were reported.

Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-03-20. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly. Upon visual inspection of the returned part, damage was observed to the outside of the luer. This damage has affected the threads of the device and would prevent a connection to be made as described in the report. The damage was only found on one side of the adapter which indicates likely that it would be manufacturing related. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to a misalignment of the adapter relative to the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.